Event description:
It was reported that during da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have damaged cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform analysis. The instrument was analyzed. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The complaint was confirmed by failure analysis.